Manufacturer narrative:
One level 1® hotline® 3 blood and fluid warmer was returned for analysis. Upon visual inspection of the unit, the cut in membrane switch and protective film was left on lcd. The tank was filled with water, temp check attached, line cord plugged in and power switch turned on; confirming complaint. Based on the evidence, the root cause was found to be due to the lcd protective film was not removed by the customer upon arrival.

Event description:
Information was received indicating that lcd to a smiths medical level 1® hotline® 3 blood and fluid warmer was reported to not display. There were no reported adverse effects.